Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.3 ¿ 3.5 inr): qc 1: 2.9 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged results were observed in the meter¿s patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek xs meter serial number: (B)(4). On (B)(6) 2023 at 1:35 p.m. The patient had an initial meter result of 8.0 inr while upon re-test at 1:37 p.m. The meter result was 6.3 inr and upon re-test again at 1:43 p.m. The meter result was 6.1 inr. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is every 2 weeks.